Event description:
Customer sought medical assistance for removal of Flex Disposable Disc that had been inserted for approximately 20 hours at time of medical removal. Customer stated medical personnel used tools to assist in removal of disc and also stated the disc broke into multiple pieces during medical removal. Customer reported experiencing pain, discomfort, and pressure during and after removal. The submission of this report is not an admission by the Company that the use of the device in question caused or contributed to the customer event.